Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information provided in the initial report in section b5 and in section h6 under health effect - clinical code and health effect - impact code were incorrect. The correct information was provided in section b5 and h6 with this report.

Event description:
Updated summary: customer reported that insulin pump and sensor were messing up. Customer went to the emergency room on (B)(6) 2022 at 16:00 for high blood glucose of 483mg/dl. Customer had headache, nausea, and chest pains. Customer also had an urinary tract infection also tested positive for diabetic ketoacidosis. Customer was treated with a bag of fluids (likely insulin drip). Customer was advised to change the insulin, reservoir, and set.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Customer reported via phone call that they had to visit emergency room due to high blood glucose on (B)(6) 2022. Customer current blood glucose value was 263 mg/dl. Customer had a chest pain. No further patient complications were reported.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section b5 with this report. S.w version 5.3a, retainer ring = black, case type = ngp. Customer returned pump for an alleged sensor anomaly and visit to emergency room for high bgs found on 21-dec-2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25 and low battery alert recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 12/20/2022 23:14:00.000 replace battery alert was recorded and found in the formatted history file on: 12/21/2022 08:45:00.000 12/21/2022 08:55:00.000 replace battery now alarm was recorded and found in the formatted history file on: 12/21/2022 09:16:00.000 12/21/2022 09:26:00.000 and power loss alarm was recorded and found in the formatted history file on: 12/21/2022 12:52:46.000 earliest power data available per the power management tool/detail trace file is on 31-dec-2022 at 8:43:59 pm. There was no power data available for the event date of 21-dec-2022. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm and power loss alarm. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had a high sleep current measurement due to slight corrosion on the pcba 2. Force sensor zero offset within specification (24.7 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Sensor anomaly was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed due to slight corrosion on the pcba 2. During visual inspection, slight corrosion was also found on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information indicating that the customer had hyperglycemia, headache, nausea, an insulin pump, and an insulin drip, and went to the emergency room for treatment. The customer's blood glucose level was over 483 mg/dl. Within 48 hours of reporting the incident, the customer used an insulin pump system. Troubleshooting was performed for high blood glucose readings, and the customer confirmed the use of the minimed 670g, 770g, and 780g systems with the auto mode/smartguard feature actively engaged at the time of a high blood glucose event. The insulin, reservoir, and infusion set will be replaced, according to the customer. The products will be returned for analysis.